Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) accelerated the patient's ventricular tachycardia (vt) to ventricular fibrillation (vf) with anti-tachycardia pacing (atp). After the vt event was declared, the rhythm self-terminated, but at the end of the initial duration, there was a vt beat. Since there weren't enough slow beats, atp was delivered due to atp therapy programming, which accelerated the patient's rhythm. However, the rhythm was self-terminated. This crt-d remains in service. No additional adverse patient effects were reported.